Manufacturer narrative:
The reported complaint of false af detection was confirmed. Based on the information provided, false af detection was triggered because amplitude variations of p-waves exceeds the acceptance criteria set in the algorithm. The device was performing per design.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the implantable cardiac monitor (icm) exhibited incorrect interpretation of signal in which the sinus rhythm was classified as atrial fibrillation. No intervention was performed. The patient was in stable condition.